Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 500mg/dl. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 141 mg/dl at the time of the call. Troubleshooting was performed and found that the cannula was bent. Customer indicated that they changed the entire set, reservoir and insulin. Troubleshooting was performed and found that the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.